Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported that he received an e4 occlusion error due to a bent infusion cannula. This occurred approximately 2 months prior to the report. Pt noticed the cannula was longer than the insertion needle on the infusion set that had a bent cannula. There was no insulin leakage. No physiological effects were experienced. The cannula was bent in one place near the bottom 1/3. It was bent to a 15-20 degree angle. Headset was inserted manually, and he noticed this issue 8-12 hours following insertion. Pt changed to a different type of infusion set. Product was replaced. Alleged infusion set was discarded and will not be returned for evaluation. The pt did not require treatment from a health care professional or second party to address the issue.